Event description:
It was reported that an ilet user experienced hyperglycemia after consuming a high-carbohydrate breakfast with syrup and likely under-announcing the meal. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and blood glucose decreasing from a reported peak of approximately 200 mg/dl to 153 mg/dl and trending down by the end of the interaction. Investigation included guided troubleshooting and education, including checking the infusion set and tubing for flow, confirming visible insulin drops, and resuming insulin delivery. Investigation of this case revealed no device malfunction and suggested user-related underestimation of carbohydrate intake associated with the meal announcement as the likely cause. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement entry.